Event description:
It was reported to philips that the therapy delivery test failed. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the processor pca, therapy pca and therapy capacitor upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, therapy pca and therapy capacitor for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.